Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation: no photos or samples were received by our quality team for evaluatio. Therefore, the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect or physical sample could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Material #unknown. Lot #unknown. Verbatim: rcc received a complaint via email. Please add this latest post from duke univ hospital to the complaints on coring with bd blunt fill needle.